Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2017 a hospital nurse for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to request the treatment settings for the patient. The nurse stated that this patient normally completes ccpd at home, but was hospitalized, no reason identified. Additional follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed this patient had been hospitalized on (B)(6) 2017 due to stroke-like symptoms with seizures and elevated blood pressure (values unknown). The patient¿s contact recognized the seizure and called emergency medical services (ems) to transport the patient to the hospital. The patient had never experienced a seizure prior to this event. The patient was subsequently diagnosed with convulsions and transient ischemic attack (tia). Diagnostics and hospital course were unknown. The patient continued dialysis treatment utilizing continuous ambulatory peritoneal dialysis (capd) while hospitalized and not using a cycler. The patient was also noted to have viral hepatitis c (diagnosis date and treatment unknown). The patient was discharged on (B)(6) 2017 and was able to continue ccpd therapy on the liberty cycler with no reported issues.

Event description:
On (B)(6) 2017 a hospital nurse for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to request the treatment settings for the patient. The nurse stated that this patient normally completes ccpd at home, but was hospitalized, no reason identified. Additional follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed this patient had been hospitalized on (B)(6) 2017 due to stroke-like symptoms with seizures and elevated blood pressure (values unknown). The patient¿s contact recognized the seizure and called emergency medical services (ems) to transport the patient to the hospital. The patient had never experienced a seizure prior to this event. The patient was subsequently diagnosed with convulsions and transient ischemic attack (tia). Diagnostics and hospital course were unknown. The patient continued dialysis treatment utilizing continuous ambulatory peritoneal dialysis (capd) while hospitalized and not using a cycler. The patient was also noted to have (B)(6) (diagnosis date and treatment unknown). The patient was discharged on (B)(6) 2017 and was able to continue ccpd therapy on the liberty cycler with no reported issues.

Manufacturer narrative:
Conclusion: there is no documentation that shows a causal relationship between the stroke-like symptoms, seizures and hypertension and subsequent diagnosis of tia and the liberty cycler. Additionally, there are no allegations against the liberty cycler. It is unknown if the patient was completing pd therapy when the event occurred. It is unknown if the patient had pre-existing medical conditions which contributed to the diagnosis of tia. Plant investigation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
On 10/19/2017 a hospital nurse for this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support to request the treatment settings for the patient. The nurse stated that this patient normally completes ccpd at home, but was hospitalized, no reason identified. Additional follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed this patient had been hospitalized on (B)(6) 2017 due to stroke-like symptoms with seizures and elevated blood pressure (values unknown). The patient¿s contact recognized the seizure and called emergency medical services (ems) to transport the patient to the hospital. The patient had never experienced a seizure prior to this event. The patient was subsequently diagnosed with convulsions and transient ischemic attack (tia). Diagnostics and hospital course were unknown. The patient continued dialysis treatment utilizing continuous ambulatory peritoneal dialysis (capd) while hospitalized and not using a cycler. The patient was also noted to have (B)(6) (diagnosis date and treatment unknown). The patient was discharged on (B)(6) 2017 and was able to continue ccpd therapy on the liberty cycler with no reported issues.